Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention took place wherein the lead was explanted and replaced due to possibly being damaged during the procedure. (Manufacturer report number 1627487-2022-01063) effective stimulation was established.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.